Event description:
Report received indicated that the patient experienced a rash underneath the adhesive border. The patient experienced the condition during a period of six months prior to complaint receipt. Patient used product for 30 years, changing every three days. Began changing daily when condition appeared. Recommended use of durahesive. Treated with medicated ointment and powder with no resolution. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.